Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, bisphosphonate treatment, inadequate bone quality/quantity. Very hard bone, narrow alveolar ridge.